Manufacturer narrative:
The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.